Event description:
It is reported that while drilling for patella lug holes, an excessive amount of metal shavings and debris were generated.

Manufacturer narrative:
This report will be amended, when our investigation is complete.